Manufacturer narrative:
Analysis of catheter serial # (B)(4), also revealed that the catheter body was incorrectly assembled or sutured.

Event description:
It was reported that patient had experienced underdose symptoms, increased spasms, itching, and "boggy" fluid collection at pump pocket site. X-rays and dye study was stated as actions taken. It was stated that patient had come into the managing clinic on (B)(6) 2014. Attempt to aspirate from the cap (catheter access port) resulted in a small amount of straw colored fluid and clinical decision was made not to inject contrast so dye study aborted. Patient had a surgical revision on the date of this report wherein the catheter was explored, entire catheter was replaced. It was added that intra-operatively an incision was made at the pump pocket site and the catheter was noted to be "shredded" (per neurosurgeon on visual inspection) approximately 4 cm above the sutureless connector. The catheter was cut above the connector with no retrograde flow of csf (cerebrospinal fluid) obtained via free flow nor by aspiration. A spinal incision was made and the two anchors situated adjacent to one another were folded up like a "v" from scar tissue. When the catheter between the anchors were cut, there was an immediate backflow of csf from the spinal segment of catheter. It was added that intra-operatively the fluid collection which the patient and managing clinicians reported was no longer present and not visualized. Patient status was noted as ¿alive - no injury¿. Patient was reprogrammed at 50 mcg/day after catheter revision; drug in the pump was baclofen. It was later reported that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed a kink in the catheter body that caused the inner lumen to occlude. It also revealed that the collet of the pin connector was not fully locked in place. Transition tubing was found to be damaged. It was determined that the damage seen would not affect the function of the catheter. The transition tubing beneath the strain relief shroud was still completely intact. It was this portion of the transition tube that assisted in adhering the catheter body to the sutureless connector portion of the catheter and, as long as it was fully intact under the strain relief shroud, the catheter was not affected. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.